Event description:
Boston scientific received information that during a follow up visit, this patient complained of a tingling sensation in the pocket that occurs four to five times per day. The patient also reported that a surgical procedure was performed to verify the integrity of the lead to device header connection. It was revealed that the lead was not fully inserted into the device header. The connection was secured and the pocket was closed. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller. The system remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.